Event description:
It was reported to philips that system's wireless footswitch had a wireless connection failure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event, and the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had a connection failure. Upon troubleshooting, the fse determined that the wireless footswitch had failed to communicate with the base station. Multiple attempts to re-establish the connection were unsuccessful. To resolve the issue, the fse replaced both the wireless footswitch and the base station. The defective wireless footswitch and base station were returned to philips for failure analysis. The test results for the wireless footswitch showed other failures, such as missing wireless footswitch mounting plane screws at the bottom of the footswitch. No other faults were identified during the testing. For the wfs base station, the functional analysis showed an electrical defect, and other failures were found, such as a loose connector in the wbs. Only the en_xray signal worked. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to always have the wired footswitch connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, a malfunction of the wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.